Event description:
It was reported that the balloon ruptured. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm and was removed without any problem. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.